Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the left side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2016 due to instability due to chronic dislocations.

Manufacturer narrative:
No trend considering the following event is identified: dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per). Event summary: it was reported that a female patient at the age of (B)(6) underwent a left hip side revision surgery on (B)(6) 2015 to replace zimmer m/l taper with kinectiv¿ technology hip implant system with a new biolox delta 36/0 taper 12/14 ceramic head (ref: 00-8775-036- 02) and anteverted kinectiv p1 neck. Initial dislocation occurred on (B)(6) 2015 approx. Two months post revision surgery and was treated through closed reduction. No products removed. This event was examined in cmp-(B)(4) (warsaw split case is cmp-(B)(4) second dislocation occurred on (B)(6) 2016 approx. Seven months post-revision surgery and was again treated through closed reduction. No products removed. This event was examined in cmp(B)(4) (warsaw split case is cmp-(B)(4). After all, on (B)(6) 2016 she underwent a revision surgery due to chronic dislocations status post total hip replacement complicated with corrosion. An anteverted cup, 40mm ceramic head and valgus kinectiv neck were placed instead of the explanted items. This event of revision surgery is examined in the current complaint. (Warsaw split case is cmp-(B)(4). Review of received data. Only the attorney letter was received for the investigation. In the letter it is stated that the patient received left tha with all zb warsaw design implants on (B)(6) 2009. After the implantation of the zimmer m/l taper with kinectiv¿ technology hip implant system, patient initially did well, but on (B)(6) 2015, she was seen in follow up with complaints that she developed an increase in left hip pain over the last several months. On (B)(6) 2015, patient's cobalt serum level was significantly elevated to 7.2 ug/l. On (B)(6) 2015, doctor ordered a mars MRI of patient's left hip which was performed on (B)(6) 2015. The MRI indicated the presence of two complex collections identified around the left hip prosthesis, one posterior laterally and the second in the region of the iliopsoas bursa. Findings were compatible with trunnionosis. On (B)(6) 2015, the patient was seen in follow up by the doctor. Doctor discussed the metal serum test results and the MRI findings. Patient was limping and having significant groin pain. In light of the elevated cobalt and chromium levels, doctor planned to revise patient's left hip and place a new neck, ceramic head and liner. On (B)(6) 2015, doctor implanted a 36mm ceramic femoral head (zb winterthur design) and an anteverted kinectiv p1 neck (zb warsaw design). However, the revision of the liner is not explicitly stated in the legal letter, even though the doctor had planned to place a new neck, ceramic head and liner during the follow-up visit on aug 26, 2015. Therefore, it is assumed that the liner was kept during that revision surgery on (B)(6) 2015. Post-revision, on (B)(6) 2015, patient suffered a dislocation with closed reduction performed at providence portland. She continued to suffer some trochanteric, gluteal and groin discomfort. On (B)(6) 2016, she suffered a second dislocation and underwent a reduction in the emergency department under anesthesia. On (B)(6) 2016, patient was seen by the doctor in follow-up from the two dislocations following revision surgery for trunnionsis. She felt her left hip was unstable and was very concerned about her activities of daily living. Dr. Duwelius noted chronic dislocations status post total hip replacement complicated with corrosion had a higher dislocation risk and recommend a second revision surgery. On (B)(6) 2016, she underwent her second revision surgery performed by dr. (B)(6). Doctor performed an acetabular neck and head revision to address her recurrent hip dislocation, placing a more anteverted cup and a 40 mm ceramic head with a valgus kinectiv neck. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis. Root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Possible: correct size of the head diameter and taper size for the corresponding stem taper was utilized. However, since the x-rays were not returned it is not known whether the correct offset of the head was chosen, therefore cannot be excluded. Increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products. Not possible: product combination is allowed by zimmer biomet. Loss of connection due to inadequate assembling procedure. Possible: no operative notes were received. No information is available regarding that, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a damaged stem taper. Possible: stem neck is stated to be revised during revision surgery on (B)(6) 2015 along with the ball head. However, it is not known whether the taper was damaged during the implantation, therefore cannot be excluded. Reduced performance of material due to resterilization by the user (off label use). Possible: it is not known whether the head was resterilized, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: during the implantation of the head on (B)(6) 2015, it is possible that some particles were left in between, which cannot be confirmed. Therefore, this risk cannot be excluded. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon. Possible: no information is available regarding that, therefore cannot be excluded. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: no information is available regarding that, therefore cannot be excluded. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight. Possible: no information is available regarding that, therefore cannot be excluded. Conclusion summary: legal documentation states that the patient's first hip dislocation took place 2 months post-op and it was resolved with closed reduction cmp-(B)(4). Second hip dislocation took place 7 months post-op and it was resolved again with closed reduction cmp--(B)(4). On (B)(6) 2016, after 9 months post-op patient underwent a revision surgery to address the instability and dislocation of the hip. However neither x-rays, operative notes, office visit notes nor photos of the explanted item were received. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, in the absence of medical data with evidence of a dislocation presence the complaint cannot be confirmed. Nevertheless, possible causes for the dislocation can include possible wrong head offset choice, inadequate assembling procedure, use of the head on a damaged stem taper, resterilization by the user, particles left between stem and head taper, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device and high bmi of the patient. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomets reference number of this file is cmp-(B)(4).

Manufacturer narrative:
Additional information (operation report dated oct 7, 2015 and implant stickers) were received for this case. The investigation has been updated accordingly. No trend considering the following event is identified: dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a female patient at the age of (B)(6) underwent a left hip side revision surgery on (B)(6) 2015 to replace zimmer m/l taper with kinectiv¿ technology hip implant system with a new biolox delta 36/0 taper 12/14 ceramic head (ref: (B)(4)), anteverted kinectiv p1 neck and xple liner. Initial dislocation occurred on (B)(6) 2015 approx. Two months post revision surgery and was treated through closed reduction. No products removed. This event was examined in (B)(4) ((B)(6) split case is (B)(6)). Second dislocation occurred on (B)(6) 2016 approx. Seven months post-revision surgery and was again treated through closed reduction. No products removed. This event was examined in (B)(4) ((B)(6) split case is (B)(4)). After all, on (B)(6) 2016 she underwent a revision surgery due to chronic dislocations status post total hip replacement complicated with corrosion. An anteverted cup, 40mm ceramic head and valgus kinectiv neck were placed instead of the explanted items. This event of revision surgery is examined in the current complaint. ((B)(6) split case is (B)(6)). Review of received data: surgical report dated oct 7, 2015: pre-op diagnosis: corrosion and trunnionosis, status post left thr at the head and neck junction. Procedure: revision of acetabular liner, from a 36 metal head to 36 ceramic head and an anteverted p1 neck. Operation: some corrosion seen at the head and neck junction. P1 trial neck gave 90 degrees of flexion, 90 degrees of internal rotation. Abduction and external rotation were stable. Thus p1 with a 36mm ceramic head implanted. No problems observed. The attorney letter was received for the investigation. In the letter it is stated that the patient received left tha with all zb warsaw design implants on (B)(6) 2009. After the implantation of the zimmer m/l taper with kinectiv¿ technology hip implant system, patient initially did well, but on (B)(6) 2015, she was seen in follow up with complaints that she developed an increase in left hip pain over the last several months. On (B)(6) 2015, patient's cobalt serum level was significantly elevated to 7.2 ug/l. On (B)(6) 2015, doctor ordered a mars MRI of patient's left hip which was performed on (B)(6) 2015. The MRI indicated the presence of two complex collections identified around the left hip prosthesis, one posterior laterally and the second in the region of the iliopsoas bursa. Findings were compatible with trunnionosis. On (B)(6) 2015, the patient was seen in follow up by the doctor. Doctor discussed the metal serum test results and the MRI findings. Patient was limping and having significant groin pain. In light of the elevated cobalt and chromium levels, doctor planned to revise patient's left hip and place a new neck, ceramic head and liner. On (B)(6) 2015, doctor implanted a 36mm ceramic femoral head (zb winterthur design) and an anteverted kinectiv p1 neck (zb warsaw design). However, the revision of the liner is not explicitly stated in the legal letter, even though the doctor had planned to place a new neck, ceramic head and liner during the follow-up visit on (B)(6) 2015. Revision surgey report dated (B)(6) 2015 and also the implant stickers showed that the liner was revised with another liner with same ref. Therefore, we assume that revision of liner is forgotten to be stated in the legal letter. Post-revision, on (B)(6) 2015, patient suffered a dislocation with closed reduction performed at providence portland. She continued to suffer some trochanteric, gluteal and groin discomfort. On (B)(6) 2016, she suffered a second dislocation and underwent a reduction in the emergency department under anesthesia. On (B)(6) 2016, patient was seen by the doctor in follow-up from the two dislocations following revision surgery for trunnionsis. She felt her left hip was unstable and was very concerned about her activities of daily living. Dr. Duwelius noted chronic dislocations status post total hip replacement complicated with corrosion had a higher dislocation risk and recommend a second revision surgery. On (B)(6) 2016, she underwent her second revision surgery performed by dr. (B)(6). Doctor performed an acetabular neck and head revision to address her recurrent hip dislocation, placing a more anteverted cup and a 40 mm ceramic head with a valgus kinectiv neck. Implant stickers of the surgery dated (B)(6) 2015 were received. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Possible: correct size of the head diameter and taper size for the corresponding stem taper was utilized. However, since the x-rays were not returned it is not known whether the correct offset of the head was chosen, therefore cannot be excluded. Increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products. Not possible: product combination is allowed by zimmer biomet. Loss of connection due to inadequate assembling procedure. Possible: no operative notes were received. No information is available regarding that, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a damaged stem taper. Possible: stem neck is stated to be revised during revision surgery on (B)(6) 2015 along with the ball head. However, it is not known whether the taper was damaged during the implantation, therefore cannot be excluded. Reduced performance of material due to resterilization by the user (off label use). Possible: it is not known whether the head was resterilized, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: during the implantation of the head on (B)(6) 2015, it is possible that some particles were left in between, which cannot be confirmed. Therefore, this risk cannot be excluded. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon. Possible: no information is available regarding that, therefore cannot be excluded. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: no information is available regarding that, therefore cannot be excluded. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight. Possible: no information is available regarding that, therefore cannot be excluded. Conclusion summary: legal documentation states that the patient's first hip dislocation took place 2 months post-op and it was resolved with closed reduction (B)(4). Second hip dislocation took place 7 months post-op and it was resolved again with closed reduction (B)(4). Nevertheless, possible causes for the dislocation can include possible wrong head offset choice, inadequate assembling procedure, use of the head on a damaged stem taper, resterilization by the user, particles left between stem and head taper, high patient acitivity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device and high bmi of the patient. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer biomets reference number of this file is (B)(4).